Event description:
This css console was not supporting a pt. A syncardia clinical support specialist reported that while conducting a routine console test validation protocol at an implant center, the css console backup controller did not pass the checkout for left drive pressure, and there was no waveform for left drive pressure. The css console was returned to syncardia for eval. Waveform failure of the css console controller was previously investigated and the root cause for this reported issue was verified from a previous investigation. The backup controller was examined. Visual inspection of the pilot (clippard) valve revealed some foreign material. It is possible that the foreign material originated from the hospital air supply.

Manufacturer narrative:
The clippard valve was cleaned, and the shims inside the valve were adjusted. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. The clippard valve was reinstalled into the backup controller, and then the css console passed the console test validation protocol. This calibration problem did not present a danger to the operational stability of the css controller, and poses a low risk to a pt. The issue was observed during a routine console checkout when the css console was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, primary controller. Syncardia has completed its eval of this complaint and is closing this file.